Event description:
It was reported that the system controller symbolised a driveline power fault alarm. Logfiles confirmed the fault. The modular cable was exchanged on 01apr2025 and the driveline power fault alarm fully resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6a: date of implant not applicable for device. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log file; however, the alarm was not reproduced during testing of the returned modular cable (lot number: 10515755). The submitted controller event log file captured a driveline power fault alarm activate at 20:50:47 on (B)(6) 2025. The driveline power fault alarm did not resolve within the log file and was associated with power a broken faults. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller and a test pump and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Following the electrical testing and operation of the modular cable on the mock circulatory loop, cable¿s protective layers were carefully removed to inspect the underlying wires, and no issues were observed with the insulation of the wires. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history record for the modular cable, lot number 10515755, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 2 of this IFU explains how to replace the modular cable. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.